Manufacturer narrative:
Additional information was added to b5: "the device under infused due to the line being kinked underneath the dressing". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 18 march and 19 march, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggested under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had approximately 15-20% antibiotic remaining in the balloon(reservoir) even after the expected time. The issue occurred during patient infusion via peripherally inserted central catheter (PICC) line. The device was filled with 8 g flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.